Manufacturer narrative:
Concomitant products: product ID: 388928, lot# 0210816396, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient got the surgery due to ¿dysuric.¿ during the surgery when the hcp tested the lead with the clinician programmer, it was found that the value of impedance was over 5000 ohms. The hcp had to replace the lead with a new one to complete the surgery successfully. The patient¿s current status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.